Event description:
Per "a preliminary analysis of a modified core decompression technique for the treatment of osteonecrosis" as reported by two drs, two patients with stage ii hips were revised to a tha due to persistent pain despite the lack of radiographic progression.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. See attached literature.